Event description:
Event was reported with very few details: "aida (holter memories) not reset completely". Preliminary analysts of programmer expertise files shows that, on (B)(6) 2012, statistics reset date was different from aida reset date. More details and data were requested from complainant.

Manufacturer narrative:
(B)(6) 2012. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.